Manufacturer narrative:
Section d4: device lot number was not provided but pending request. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient began having driveline communication fault alarms in the morning at about 08:00, the system controller clock was incorrect and reflects it was about 07:00, and this had since been updated. The patient was stable and had not been experiencing any physical distress, as they were sleeping when alarms began. They did not recall any significant trauma to the driveline. Log files were sent for review, and the event file confirmed driveline comm b faults on (B)(6) 2025. The alarm was not interfering with equipment operation, and a system controller/modular cable exchange was recommended. The site further provided that the system controller and the modular cable were switched out with success, and there were no more alarms. The system controller passed a self test and the patient was clinically stable. Images were provided of the pins inside the old modular cable, and the product performance engineering (ppe) team provided that there were signs of fluid ingress/corrosion observed within the inline connector. Which could have contributed to the alarms. A pump cable connector cleaning was being scheduled. Log files were submitted prior to the heartmate 3 pump cable connector cleaning, and they confirmed driveline communication and power faults on (B)(6) 2025. After the heartmate 3 pump cable connector cleaning those two alarms resolved. The modular cable was requested to be replaced under warranty as abbott tech service had it replaced during the heartmate 3 pump cable connector cleaning procedure.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the modular cable, lot number: 10430583, was returned for evaluation due to the reported event of a driveline communication fault alarm. The cable was functionally tested and performed as intended throughout all testing, and the cable did not contain any signs of fluid damage or corrosion. Available information for this event indicates that the cable was exchanged as part of the pump cable cleaning procedure and that the issue resolved after the pump cable was cleaned. The returned modular cable was not correlated to the root cause of the reported event. Review of the device history record for the modular cable, lot number: 10430583, showed the device was manufactured in accordance with manufacturing and qa specifications the heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the reason for the pump cable cleaning was because of visible corrosion in the connector part of the original modular cable that was replaced on (B)(6) 2025. The second modular cable exchange was a part of the pump cable connector cleaning and was requested by the engineers performing the cleaning; the corrosion on the pump cable had spread and contaminated the modular cable. The driveline faults had resolved fully following the pump cable connector cleaning and the second modular cable replacement.